Event description:
It was reported that the device exhibited >2500 ohms bipolar atrial lead impedance and noise as seen on the atrial intra- cardiac electrogram. Unipolar impedance was 804 ohms. The patient was not pacemaker dependent.